Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a pin break was observed. No patient information was provided.

Manufacturer narrative:
Additional information was received and a revision procedure has been planned but yet to be performed.

Event description:
See updated information in section a1-a5, b7, e1-e3 and h10.

Event description:
See updated information in h2, h3, h6 and h10.

Manufacturer narrative:
The rod was returned for visual and functional testing. Visual inspection revealed that there were score marks on the rod consistent with incremental distraction. X-ray imaging confirmed that there was a broken locking pin. Functional testing revealed the the rod was unable to be distracted with the electronic remote controller (erc) or manual distractor. The distraction rod pulled out of the housing tube when manipulated by hand, which indicates a broken locking pin. A device history review (DHR) was performed and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment. Complaint failure mode locking pin failure is known and has been addressed under a CAPA. The CAPA implemented a new pin that has 60% improved strength and significantly improves corrosion resistance. The device history records indicated that the unit has updated changes and new pin was implemented. This will not mitigate 100% of the failures, however, it will decrease the occurrence rate of failures in the field.